Event description:
The suture was detached from the eyelet of the anchor when the surgeon removed the insertion device, therefore only the anchor was implanted in the patient. It was confirmed that the anchor remains in the patient's bone without suture. After the surgeon inserted the anchor, the sutures came out with the handle. It is unknown how long of a delay was experienced however, no "significant" delay was reported.